Event description:
It was reported that after use of healon endocoat, the patient had raised intraocular pressure noted on post op day one (1). Further, it was reported that the pressure rise continued for three (3) days. Corneal edema was also reported day one post op which resolved within three days on diamox (antibiotic). Medications prescribed post operatively were predforte, vigamox, and acular. Visual acuity now improved to best corrected as predicted. No further information was provided.

Manufacturer narrative:
Catalog#: vt585 all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Expiration date: unknown. Serial number not applicable. (B)(6). Device manufacture date: unknown. Placeholder.